Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked; this occlusion is normal due to the use of contrast during the procedure. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which confirms the reported event. It is possible that interaction with scope, the technique used by the physician or any other surface during the procedure could create friction on the balloon, causing the balloon pinhole and this problem caused the balloon leaked the liquid during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a hole was noted. The procedure was completed with another the procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.